Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they were no longer feeling stimulation and mentioned their stool was like diarrhea. Later on that day, patient added they could initially feel the pulsation, but it turned into just a little something; now they don't feel stimulation and are unsure if therapy is helping by 50% or better. Patient added their symptoms appear okay the day prior to initial report, but they were a little foggy from surgery (i.e. Trial placement). They also said they had to get up on morning of initial report due to an "overflow" from retention because they had a lot of fluid from surgery. They added it has been better and they've felt the urge since then. During the call, patient confirmed stimulation was on, stimulation was set on the right side, and they were at 1.5ma. During the call, the call center reviewed that patients might not always feel stimulation, but their focus should be on therapy efficacy with respect to their baseline. It was also reviewed to keep a voiding diary to determine if stimulation should be increased. Four days later, patient said their wires became disconnected because they were adjusting their belt, but was able toplug everything back in; they added that everything was working. Patient also said they had pain down their left leg and into their ankle during the night, but that went away; everything is working as reported by the patient. On (B)(6) 2018, patient said their bowel accident was diarrhea. They also added their belt was uncomfortable and said the lead disconnected with they were adjusting the belt. Patient also added they felt a shock in their left foot, but that has since been resolved. As a result of what was reported, they were advised to contact their healthcare provider (hcp) for medical advice or if they had questions about their health. No further patient complications have been reported as a result of this event.